Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing identified the door open alarm. The cause of the condition was determined to be a broken door. To correct the condition, the door was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump presented a door open alarm. No additional information is available.